Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a neurological interventional procedure. Reportedly, the clip was deployed but hemostasis was not achieved. There was difficulty removing the device. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to deploy and failure to achieve hemostasis could not be replicated in a testing environment thus could not be confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, (B)(4) was received: "event description: following a partial embolization of a tentorial dura arteriovenous fistula, a starclose device was being used. However, it was not working properly so hemostasis was achieved with manual compression, dstat, and femstop. The patient was not harmed as a result of the starclose failure. Manufacturer response from starclose vascular closure device, starclose (per site reporter): requested item for analysis."